Event description:
On (B)(6) 2012, the reporter contacted lifescan (lfs) in the USA alleging the test strips had "water damage due to moisture in vial." This complaint is being reported because the alleged issue was not resolve with troubleshooting done by the customer care advocate (cca). There was no indication that the lfs product caused or contributed to a adverse event. Replacement products were sent to the patient.